Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 5. During the procedure, the physician felt that the separator 5 was not performing the same as it did initially. The separator 5 was removed and the distal tip appeared damaged. A new separator 5 was used and after two minutes, the physician felt that the performance of the separator 5 was different again. The separator 5 was removed and the procedure successfully continued. There was no report of an adverse effect on the patient.

Manufacturer narrative:
The indigo system separator 5s (sep5) was kinked approximately 173.5 cm from the proximal end. The complaint has been evaluated. The complaint indicated that after aspirating about half the bypass graft using the sep5, physician removed the sep5 and noticed the distal end was damaged. A new sep5 was used and, after being removed, was also noted as damaged in the distal end. Evaluation of both returned devices confirmed damage at the distal tips. This type of damage typically occurs if the distal tips of the devices were snagged or jammed on something while being manipulated during use. It appears that the force used during the manipulation exceeded product specification, which resulted in the distal fracture and kinks to the sep5s. The cat5 mentioned in the complaint (not returned for evaluation) was evaluated by the physician and no damage was visible prior to using the second sep5. The cause of this complaint cannot be determined. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.this MDR is associated with MDR 3005168196-2015-00217.